Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified an intermittent failure to function properly, it would lock up with a blank display after power on. Physio control continues to investigate the reported/observed failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device powered on/off by itself twice during a pt use. However, the device operated normally following the incident and its use had no adverse effects on the pt. There were no further details on the event and/or the pt provided.